Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment, the heparin line was not in use and was clamped with cap in place. Blood was pushed through line slowly during treatment and blood leaked out of the extracorporeal circuit via heparin line, causing blood loss but no harm. Upon follow-up, the cm confirmed blood was dripping from the heparin line opening, with the clamp and cap in place. The blood leak occurred an hour and five minutes after initiation of the patient's hd treatment. The machine, a 2008t, was not removed from service as the heparin line was not in use. The estimated blood loss was between 100-150ml immediately following the event, the patient was able to complete treatment using the same machine and lines after double clamping the heparin line. The patient was administered normal saline to prevent a syncopal episode. There was no patient injury, no adverse effects were experienced, and no other medical intervention was required as a result of the reported event. The sample was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment, the heparin line was not in use and was clamped with cap in place. Blood was pushed through line slowly during treatment and blood leaked out of the extracorporeal circuit via heparin line, causing blood loss but no harm. Upon follow-up, the cm confirmed blood was dripping from the heparin line opening, with the clamp and cap in place. The blood leak occurred an hour and five minutes after initiation of the patient's hd treatment. The machine, a 2008t, was not removed from service as the heparin line was not in use. The estimated blood loss was between 100-150ml immediately following the event, the patient was able to complete treatment using the same machine and lines after double clamping the heparin line. The patient was administered normal saline to prevent a syncopal episode. There was no patient injury, no adverse effects were experienced, and no other medical intervention was required as a result of the reported event. The sample was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported during a patient's hemodialysis (hd) treatment, the heparin line was not in use and was clamped with cap in place. Blood was pushed through line slowly during treatment and blood leaked out of the extracorporeal circuit via heparin line, causing blood loss but no harm. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.